Manufacturer narrative:
Upon further investigation, it has been identified that MFR report#: 2031642-2021-03530 is the correct report and is the primary complaint. MFR report#: 2031642-2021-03527 has been identified to be a duplicate and should be nulled.

Event description:
The customer reported that the ventilator was in avaps mode. The customer removed the mask and the unit did not alarm. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out.